Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The patient was hospitalized and treated with vancomycin injection (1gm/once weekly/intraperitoneal/discontinued) and ceftazidime injection (1gm/ once daily/ intraperitoneal/discontinued) for peritonitis. The patient was recovered from the events. Pd therapy was ongoing. No additional information is available.